Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the patient was already on the operating table. During installation on the table prior to surgery, a prompt "incompatible camera" appeared, and there was no image on the screen. Normal function was restored after replacing the scope. No significant surgical delay was caused." No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device in question (26606bca, tipcam1 rubina 30°, opal1 nir/icg, 4k 3d, serial number (B)(6) was received by the manufacturing site in germany on jan 28, 2026 for investigation. The device was sent to the karl storz assessment and repair department for inspection. During the technical inspection, the error description provided by the customer, "incompatible camera", could be confirmed. During the inspection of the optics, impact marks/deformations were found in the distal edge area. According to the electronic measurement, the connection cable is not functioning. The damage found is not attributable to a production/manufacturing defect. At the time of the inspection, the operating hours read out were 224 operating hours and 137 application hours. The damage is attributable to clinical use and wear and tear. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).